Event description:
It was reported that the patient¿s implantable neurostimulator (ins) as implanted after its use by date. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0aqjz, implanted: (B)(6) 2013, product type: lead. (B)(4).